Event description:
It was reported a spectrum pump had system error 322. This alarm occurred in the medicine progressive care unit. It was also reported that there was no patient injury.

Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the system error 322. It was determined that the upper and lower auxiliaries were the failing components. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.